Event description:
It was reported that (1) atw35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the instrument did not cut tissue after it stapled. It is unknown how the case was completed. There was no consequence to pt.